Manufacturer narrative:
This issue has been resolved in software release v 2.3. Field updates to v 2.3 are currently in process.

Event description:
Patient was a steroid prep. For contrast allergy and was being given i.v. Contrast for c.t. Angio. Study. The CT scanner malfunctioned shortly after contrast injected and stopped scanning. The error message displayed was "the gantry can't comply error" and stopped scanning. This was a critical patient, that will have to be prepped again, and exposed to additional contrast and radiation.